Manufacturer narrative:
It was reported by the hospital contact that 2x deltaplush (the both catalog # is cpl100206-30; the lot # are c27505 and c16465) got stuck at the distal end of the microcatheter successively. Prior to the events, the physician was able to insert a coil into the microcatheter without experiencing any friction. A target nano stryker (details unknown) was then inserted into the microcatheter instead, which was successfully delivered into the target aneurysm without causing a friction. The procedure was successfully completed without further issues or delay. There were no patient injury / complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. There was no unintended detachment of the microcoils observed neither in the microcatheter nor in the vessel. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the ica to treat the sah. The patient was a (B)(6) male, whose vessels were moderately torturous and mildly calcified. A chikai (asahi intecc), a fubuki (asahi intecc), an echelon (covidien (B)(4)), an okay (goodman), and an enpower dcb (lots unknown) were used for this procedure. There is no detail of whether both microcoils were damaged or not. Very limited information was received. The unidentified microcatheter (unspecified echelon or okay) and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Two deltaplush (cpl100206-30) with two different lots numbers of c2705 and c16465 were returned unidentified by the (B)(4)affiliate with both devices inside the same bag. For inspection and identification purposes this deltaplush will be identified as coil ¿b.¿ unreported damage of the coil¿s socket ring has being bent distally toward the proximal end of the soldered section was found. Unreported compression and buckling coil damage was found at the proximal end. Unreported damage to the mid-section of the coil which lost its secondary coiling due to compression damage was found. The locking mechanism has severe indentation, stretching and compression damage. The exact circumstances of how and when the unreported coil damage occurred cannot be determined. The skive located at the locking mechanism has been opened up. No manufacturing defects were found. The complaint of the coil being stuck at the distal tip of the microcatheter cannot be confirmed. Without the return of film evidence and without the identification or the return of the microcatheter(s) used in the field complaint no verification or confirmation of the field complaint is possible. While the exact root cause cannot be determined, the evidence suggests that two possible contributing factors to the coil being stuck at the distal tip of the microcatheter were found. These contributing factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor may have been due to distal interference; the source of this interference whether of a fixed or detached nature cannot be determined. Additional factors of the distal interference may have been due to coils already dwelling inside the target site (if previously placed), contact with itself, or from the microcatheter being placed at an acute angle to the target site, or from the unidentified microcatheter itself. In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The second and equally important contributing factor to the coils inability to be advanced out of the distal tip of the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance may have produced a portion of the coils severe compression and buckling damage found on the proximal length of the coil, caused compression damage to the coils mid-section causing a loss of the secondary looping, and it has opened up the skive at the locking mechanism location. This type of coil damage is consistently found at the proximal section when binding action has occurred and where the mid-section of the coil lost its secondary looping. It is possible that the severe coil damage may have prevented the coil from fully advancing outside the distal tip of the unidentified microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). Concomitant medical products and therapy dates: chikai (asahi intecc); fubuki (asahi intecc); echelon (covidien (B)(4)); okay (goodman); enpower dcb (lot unknown); target nano (stryker); deltaplush (cpl10020630/c16465). This is an initial/final report. This is 1 of 2 reports associated with report 1226348-2016-00032.

Event description:
It was reported by the hospital contact that 2x deltaplush (the both catalog # is cpl100206-30; the lot # are c27505 and c16465) got stuck at the distal end of the microcatheter successively. Prior to the events, the physician was able to insert a coil into the microcatheter without experiencing any friction. A target nano stryker (details unknown) was then inserted into the microcatheter instead, which was successfully delivered into the target aneurysm without causing a friction. The procedure was successfully completed without further issues or delay. There were no patient injury / complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. There was no unintended detachment of the microcoils observed neither in the microcatheter nor in the vessel. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the ica to treat the sah. The patient was a (B)(6) male, whose vessels were moderately torturous and mildly calcified. A chikai (asahi intecc), a fubuki (asahi intecc), an echelon (covidien (B)(4)), an okay (goodman), and an enpower dcb (lots unknown) were used for this procedure. There is no detail of whether both microcoils were damaged or not.